Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, foreign: de. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had out of regulation (oor) messages on their patient controller. One lead was already known to be defective. The patient was very skinny so they had issues with the ins pocket like recharging irritating the skin more than usual. They had an appointment regarding the ins pocket problems, but wanted to make sure that the lead issue was taken care of. The patient was advised to inform the hospital beforehand about the new oor problem, and told that the hospital should be able to measure the impedance before surgery and plan accordingly. The hospital could then request assistance from the manufacturer if required.